Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a planned left urethroscopy procedure for removal of a wedged stone at the pelvic urethra level of the ureter on (B)(6) 2017. According to the complainant during the procedure, while using a rigid ureteroscope, the pull wire of the gemini stone retrieval basket broke just above the device handle. The issue occurred prior to capturing a stone, and the basket was not able to open. A double j probe was placed to aid in removing the remaining stone. The patient is reported to be healthy following procedure, and there were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection revealed that the sheath of the returned device was found separated (torn) at its promixal end (near to the handle). The basket was in a retracted position when it was received, and the pull wire was not broken. The functional evaluation could not be performed due to the separated sheath. The failure found (separated sheath (torn)), is an issue that could have been generated due to the interaction with the scope, the interacting with other devices or due to excessive manipulation of the device by the user and this condition does not allow the device to perform its function to extend and retract the basket. Therefore the most probable root cause of this complaint is ¿operational context¿, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure the performance of the product was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval basket was used during a planned left urethroscopy procedure for removal of a wedged stone at the pelvic urethra level of the ureter on (B)(6) 2017. According to the complainant during the procedure, while using a rigid ureteroscope, the pull wire of the gemini stone retrieval basket broke just above the device handle. The issue occurred prior to capturing a stone, and the basket was not able to open. A double j probe was placed to aid in removing the remaining stone. The patient is reported to be healthy following procedure, and there were no patient complications reported as a result of this event.